Manufacturer narrative:
.

Event description:
It was reported that the patient previously underwent open heart surgery, in which electrocautery was used. Following the surgical procedure, the right atrial lead exhibited high capture thresholds. The lead was capped and replaced. The patient would be monitored.